Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported issue was not reproduced. The device was tested for downstream occlusion detection with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through component check as the force sensor values were found out of specification and the tubing guide setup was out of specification as well. The tubing guide will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pressure test 3 times with values >19psi. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.